Event description:
Customer reports error 30 (time keeper). No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. Unfortunately after several requests, no history log/device/replaced part was returned to brézins for further investigation and no additional information was provided regarding this event. Received photo was analysed and confirmed the reported event. Due to this lack of information, the investigation could not be performed and no root cause can be identified. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.